Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient the cannula retracted, indicating a needle mechanism failure. No impact to the patient's blood glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod arrived not deployed in pod state 15 with 46 pulses delivered, completing only first prime. No timeouts or drive stalls were observed in the data. Because the pod was deactivated before second prime could begin, the pod did not deploy as expected. No problems were found to contribute to the reported needle mechanism failure. The pod was observed to be functioning as intended.